Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported error e102 could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the aging deterioration of the electrical components to light and drive the lamp or the lamp, which might be caused by the long-term use in dusty and/or humid conditions because more than six years had passed from the subject device had been installed. It was presumed that due to this deterioration, the lamp became difficult to emit light, and consequently the error e102 occurred. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) was checked the subject device and found that the e102 was duplicated after the emergency lamp lit up instead of the examination lamp, but the phenomenon that the examination light was not emitted could not duplicated. Also, (B)(4) confirmed that the examination lamp was a non-olympus xenon lamp and had been used for 250 hours. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device at the user facility, it was found that the error e102 which indicated the subject device was broken down was displayed on the monitor, and the examination light was not emitted. Then, when the user cycled the power of the subject device, the reported issue was resolved. However the user replaced the system including the subject device to another similar system and completed the procedure. There was no report of patient injury associated with this event.